Event description:
It was reported that the video system center had noised screen, blackout and whiteout. The issue was found before performing a gastrointestinal endoscopy procedure. The procedure was completed with a delay, and no patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.